Event description:
It was reported that during a da vinci-assisted surgical procedure, while the surgeon was able to operate using the universal surgical manipulator (usm) 2, the usm 2 did not have its full range of motion. The customer informed they did not see any obstructions on the carriage or on the rail. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) as they found loose screw on the carriage rail. The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.